Event description:
A male with a pre-procedure diagnosis of a proximal aortic neck length of approx 15mm, underwent aaa repair in 2007. The procedure went as labeled, but a confirmatory angiogram revealed a proximal type I endoleak. The endoleak was resolved by placing another MFR's stent.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. No prod was returned to assist in this investigation. An internal clinical review indicated that there was a type I endoleak which occurred due to pt anatomy.